Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range pacing impedance measurements of 2146ohms. Technical services (ts) was contacted and also noted spikes in the impedance measurements. Follow up with the physician was recommended. This rv lead remains in service. No adverse patient effects were reported.